Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the inter-lock screwdriver t25/3.5mm hex/224mm (p/n: 03.010.473, lot number: 7845602) was received at us cq. Visual inspection of the complaint device showed the tip of the shaft component was bent. The nut, inter-lock screwdriver and sliding bar components were not returned. No other defects were identified on the device. Service & repair evaluation: it was reported that on an unknown date, while at the sterile processing department the sales consultant was made aware of a small collection of depuy synthes instruments that had been deemed non-functional or broken. One (1) and one (1) inter-lock screwdriver t25/3.5mm hex/224mm according to staff, other pieces would not properly assemble, other pieces were discarded prior to the sales consultant involvement. The repair technician reported the device failed cosmetics evaluation, was missing nut and slide components, and the drive-tip was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as the component parts were missing and not returned. The tip of the shaft was noticed to be bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.010.473, lot: 7845602, manufacturing site: hägendorf, release to warehouse date: 29.mar.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while at the sterile processing department the sales consultant was made aware of a handle with mini quick coupling, which does not retain screwdriver blade. The hammer head of the locking slide hammer 400 grams would not attach to the shaft. The head was discarded and the other pieces of inter-lock screwdriver t25/3.5mm hex/224mm would not properly assemble. Other pieces were discarded. There was no patient involvement. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 3 of 3 for (B)(4).